Event description:
Caller stated that a 101 year old weak, nutritionally poor female, with post surgical wound (surgery was removal of the ball of the femur) that dehisced. The doctors orders were to pack the wound with nu-gauze* packing strips w/lodoform soaked in a 1:2 hydrogen peroxide and water solution. After a 24 hour period the wound was undressed to find that it had increased in size by 50%.